Event description:
It was reported that after completing an ilet firmware update, the user temporarily did not see blood glucose readings on the ilet while using a dexcom g7; the sensor subsequently reconnected on its own and readings resumed, and troubleshooting and education were provided for signal loss where the responsible device was not identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of the reported signal loss and user education on connectivity. Investigation of this case revealed an intermittent loss of cgm communication that self-resolved, with no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an isolated connectivity disruption that resolved without clinical effect.